Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2012-00105. Following an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation on (B)(6) 2012, the physician did a hysteroscopy and saw a uterine perforation "at the center of the fundus." The pt then went to the recovery room and complained of "abdominal pain." The physician transported the pt to the hosp on (B)(6) 2012, for observation. Later that evening the pt was experiencing a "slow blood leak into her abdomen" and a hysterectomy was performed. On (B)(6) 2012, it was reported that the pt was discharged on (B)(6) 2012. The pt followed up with the physician on (B)(6) 2012 and is "doing fine." A dilatation and curettage (d&c) (not hologic devices) and sounding with suresound were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as a lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).